Event description:
A ctr03 kii optical access system z-threaded sleeve 5mm diameter was used during a laparoscopic appendectomy surgery. During the removal of the trocar it fractured. The surgeon was removing the trocar to prepare for an open procedure. Once the abdomen was opened the md located the fracture piece and removed it. Pt was admitted into the hosp for pain control. During stay pt experienced pain, nausea and vomiting. With improved control of pt's pain, nausea and vomiting pt was discharge on (B)(6) 2012 without further complications.